Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering visited the customer to address the reported event. Fse confirmed the error during initialization indicating that the software was corrupt. During troubleshooting, the fse reloaded software version 5.23 and checked that all data was there. The customer ran quality controls (qc) to test the unit and the instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 7, data management, states the following: when the main power is turned on, the analyzer searches the files on the card in the smart media socket. If the as and system program are found, they are automatically loaded in the internal memory of the analyzer. During a system upgrade, or when "clr" is entered as the password (refer to chapter 4, section 4.14: password input), the assay parameters are overwritten and returned to their initial values. When the assay parameters have been saved beforehand (filename: system.prm), by loading back the saved parameters from it the analyzer is ready to operate as it has been. To save the assay parameters on a card, see next section. The most probable cause of the reported event was the corrupt software.

Event description:
A customer reported getting searching; system not found and insert system disk messages during the startup of the g8 instrument. Technical support (ts) advised the customer to do a hard boot from the switch. However, the program will not load beyond the message. The customer did not believe they had a system disc. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.